Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Evaluation found collapse lumen under the balloon area which caused water unable to deflate. Investigation concluded that low rubberize layer thickness correlates to low calcium concentration content during dipping and high x-cross sectional ratio correlates to low latex viscosity during build up. The possible root cause could be "longer latex dwell, latex dip speed out too fast causing collapse inflation lumen". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions for use 6) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 7) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 8) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that it was difficult to deflate on the 8th day of use. Eventually the catheter was removed by using the non-rupture method.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate on the 8th day of use. Eventually the catheter was removed with using the non-rupture method.